Manufacturer narrative:
Inconclusive - investigation in progress. The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A (B)(6) month old patient had a intima-ii IV catheter placed. The patient's family member reported that the occlusive dressing (plaster) had loosened and that the catheter had broken at approximately 15mm. An x-ray and vascular ultrasound were done. The IV catheter was unable to be located. The patient's room was also searched but the catheter was not found.